Manufacturer narrative:
Initial 4 of 6. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced occlusion issue with infusion set site on (B)(6) 2026 which leads to high blood glucose levels and was treated with correction bolus via pump. This issue occurred with six infusion sets. The patient noticed the symptoms in three or more hours after insertion. The site of insertion was abdomen. The patient resolved the issue by changing the infusion set and resumed insulin.